Manufacturer narrative:
H.6. Investigation summary: bd received 2 photographs from the customer in support of this complaint. An evaluation of the attached photographs shows used tubes without the cap/stopper assembly. Additionally, 10 retained tubes from the bd inventory were functionally tested, in which the cap/stopper assemblies were removed and reattached, and the samples were left to stand for 3 hours; the issue of stopper function was not observed as none of the cap/stopper assemblies detached from their tubes during the procedure. Bd was able to confirm customers indicated failure mode based on the photographs provided, however retained samples were satisfactory. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that during use with bd vacutainer® 9nc 0.109m plus blood collection tubes the rubber stopper remained in tube. There was no report of patient impact. The following information was provided by the initial reporter: multiple lot numbers and different tube types in the last week we have had three red top serum tubes and a blue top sodium citrate all arrive at the analyzer with the bungs still present in the tube. Tube decapper supplier doesn't feel that it is an issue with their decapper and has done quite a lot of work optimizing the system.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® 9nc 0.109m plus blood collection tubes the rubber stopper remained in tube. There was no report of patient impact. The following information was provided by the initial reporter: multiple lot numbers and different tube types in the last week we have had three red top serum tubes and a blue top sodium citrate all arrive at the analyzer with the bungs still present in the tube. Tube decapper supplier doesn't feel that it is an issue with their decapper and has done quite a lot of work optimizing the system.